Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic with after receiving a vibratory alert, long charge time was observed. A capm test was performed and revealed that capacitor charge time limit was being reached. Device replacement was recommended.